Manufacturer narrative:
As reported, the indicator of a 7f exoseal vascular closure device (vcd) did not turn fully black and the device came out. It was switched to manual compression to finish. There was no reported patient injury. The device was used during an endovascular therapy (evt) crossing a steep lesion. The device was used with a 7f cordis brite tip sheath. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18362595 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 7f exoseal vascular closure device (vcd) did not turn fully black and the device came out. It was switched to manual compression to finish. There was no reported patient injury. The device was used during an endovascular therapy (evt) crossing a steep lesion. The device was used with a 7f cordis brite tip sheath. The device will not be returned for evaluation.